Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1g; route, frequency, and duration not reported) and amikacin (250 mg; route, frequency, and duration not provided) for peritonitis. Action taken with therapy was unknown. The outcome of the peritonitis is unknown. No additional information is available.